Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (500 mcg/ml at 56.05 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the healthcare provider (hcp) went to interrogate the patient's pump to determine their dose per day. On (B)(6) 2022 the patient was admitted to the hospital with leg weakness and ataxia. The pump logs showed a stall on (B)(6) 2022 (short in duration) and then a stall on (B)(6) 2022. The logs revealed a tube set error 48 hours later. There was no motor stall recovery in the logs and the patient did not have magnetic resonance imaging (MRI). Hcp also received a call from mdt representative (rep) on site while on the call with tech. Reviewed before we could give further guidance it might be best to interrogate the pump logs one more time. The patient did not hear an alarm. Since patient was not present, no directive was given on next steps other than to involve the local rep on site and call back for support as needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that no troubleshooting was required as the pump started working automatically. The patient¿s leg weakness/ataxia improved with therapy. No interventions were required during the motor stall. It was noted that unfortunately the patient had multiple sclerosis which would continue to progress thus causing the weakness and ataxia. The device remained in place and was working.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.